Event description:
Adult patient swallowed a 22mm orthodontic push rod. Patient went to the emergency room and had an x-ray. There was no damage, but doctor decided it would be best to intervene, so an endoscope down the throat was used to retrieve the swallowed device. Patient is fine and is continuing her orthodontic treatment.

Manufacturer narrative:
Unable to determine why the device came apart to the point that the push rod detached and patient swallowed it. Orthodontic assistant stated she had no prior experience with that happening in any other cases using this device.